Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable pacemaker will experience a high heart rate when the patient move its left arm. Boston scientific technical services (ts) referred the patient to the physician. This device. Remains in service. No adverse patient effects were reported. Additional information was received that this patient was feeling their heart rate jumping. This pacemaker is not sutured down due to scarring in the pocket, resulting in abnormal input to the minute ventilation (mv) sensor. Technical services (ts) discussed decreasing the maximum sensing rate however for the mv to function appropriately this pacemaker should be sutured down.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable pacemaker will experience a high heart rate when the patient move its left arm. Boston scientific technical services (ts) referred the patient to the physician. This device. Remains in service. No adverse patient effects were reported. Additional information was received that this patient was feeling their heart rate jumping. This pacemaker is not sutured down due to scarring in the pocket, resulting in abnormal input to the minute ventilation (mv) sensor. Technical services (ts) discussed decreasing the maximum sensing rate however for the mv to function appropriately this pacemaker should be sutured down. Additional information was received that this patient was checked in office with overresponse of mv. The mv was confirmed the issue by turning off accelerometer and having the patient do arm movements, which drove up their heart rate (hr) with mv only. Ts discussed previously mentioned troubleshooting options. The field representative had already reprogrammed from right atrial (ra) to right ventricular (rv) and this patient experienced the same symptoms of hr overresponse. This patient does not want mv off and insists that this feature stays programmed on for exercise. A request was made to have data from this device analyzed. Ts set expectations that engineering analysis may not provide any additional information that would be useful for a programming fix if this device is moving. Ts discussed adjusting ventilatory threshold response. The field representative is going to do this and reduce mv response factor and have this patient recreate arm movements and test these settings while exercising.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable pacemaker will experience a high heart rate when the patient move its left arm. Boston scientific technical services (ts) referred the patient to the physician. This device. Remains in service. No adverse patient effects were reported. Additional information was received that this patient was feeling their heart rate jumping. This pacemaker is not sutured down due to scarring in the pocket, resulting in abnormal input to the minute ventilation (mv) sensor. Technical services (ts) discussed decreasing the maximum sensing rate however for the mv to function appropriately this pacemaker should be sutured down. Additional information was received that this patient was checked in office with overresponse of mv. The mv was confirmed the issue by turning off accelerometer and having the patient do arm movements, which drove up their heart rate (hr) with mv only. Ts discussed previously mentioned troubleshooting options. The field representative had already reprogrammed from right atrial (ra) to right ventricular (rv) and this patient experienced the same symptoms of hr overresponse. This patient does not want mv off and insists that this feature stays programmed on for exercise. A request was made to have data from this device analyzed. Ts set expectations that engineering analysis may not provide any additional information that would be useful for a programming fix if this device is moving. Ts discussed adjusting ventilatory threshold response. The field representative is going to do this and reduce mv response factor and have this patient recreate arm movements and test these settings while exercising. Disk analysis results showed the data appears to be normal. Mv overresponse is likely due to device movement. Minimal programming options are available at this point. Reducing mv response factor from current setting of 12 and considering decreasing the lower rate limit and/or increasing max sensor rate. The health care professional (hcp) and patient can discuss risk/benefit of revision of device location but ultimately there are no guarantees for a different outcome with this type of intervention.